Manufacturer narrative:
Concomitant medical products: product ID: a820, serial#: unknown, product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unspecified drug of an unspecified concentration at an unspecified dose rate viaan implantable pump for non-malignant pain. It was reported that the patient received the code 95 on their personal therapy manager (ptm) handset. At the time of the report it was reviewed this was a non-critical pump memory error and that the patient would be getting therapy and be able to bolus until the pump can be interrogated with clinician programmer. It was being considered that the code could be cleared by interrogating and updating the pump to see if it resolves.